Manufacturer narrative:
Date of birth is estimated.

Event description:
According to the complaint, two glu results from identical sample measured by two abl800s are different completely. The result from the first analyzer (serial number 754r1522n001) is 18.7mmol/l, and the other is >60mmol/l. A comparison result on a siemens analyzer gave result of 53.64mmol/l. Based on the comparison result and patinet condition, the result of 18.7mmol/l is reported as false low.

Manufacturer narrative:
Two glu results from identical sample measured by two abl800s were different. Measurements were above the test range for abl800 flex glucose measurements which are defined to 0.5 - 15 mm glucose. If measurements are outside abl800 flex test range (0.5 - 15 mm) the accuracy and precision of the measurement is not defined. Therefore, measurements above 15 mm can be different. The following is from the operators manual, abl800 flex: "if values outside the limits of the test range are needed, the institutions must define their own reportable range (chapter 3, installation and set up, section analysis setup, reportable range, topic in this manual) and establish and verify the performance characteristics within these ranges."